Event description:
It was reported that "on (B) (6) 2008 patient had surgery. Return for office visit on (B) (6) 2008 and the md found cup left in patient. Doctor removed cup."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.